Manufacturer narrative:
(B)(4). Concomitant medical devices: m/l taper femoral stem (00-7711-013-20, unknown lot#); versys femoral head +0 (00-8018-036-02, unknown lot#); tm acetabular cup (unknown part/lot#); longevity acetabular liner (unknown part/lot#). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised due to failed hip arthroplasty. MRI report revealed swelling and pseudotumor. The patient presented with severe pain and a workup revealed elevated metal ions and altr. A large amount of hypertrophic villo-nodular synovial type tissue as well as caseating avascular tissue were present in the joint. There was corrosion on the trunnion and in the taper of the head. The trilogy cup locking ring was split open. It was closed shut, was not mobile. The surgeon was concerned about the locking mechanism. The liner had visible wear on the inner and outer surfaces. Unable to close posterior capsule secondary to tissue damage. The head, liner, and bone screw were replaced with new zimmer biomet products. No other findings/complications related to the event were noted. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00103, 0001822565-2021-01654, 0002648920-2021-00158.

Event description:
It was reported that the patient underwent a left hip arthroplasty. Subsequently, the patient was revised approximately 7 years later due to pain, pseudotumor and elevated metal ions. During the revision the head and liner and locking ring was replaced without complications. The shell and stem remained intact. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.